Event description:
Information received indicates the brake will not hold and the bed is difficult to steer when in transit.

Manufacturer narrative:
The technician found the casters worn on the bed. The technician replaced the brake/steer and pivoting caster to repair the bed.